Event description:
Pt complained of pain. It was found that the plastic had separated from the metal. The mg I patella was replaced with a 00-5220-0-11-00. The mg I patella was a black porous implant. The hosp released the device to the pt.